Event description:
It was reported that during an unknown procedure, when the surgeon went to fire the device, the device was fired ¿plastic to plastic¿, the clip deployed but did not form. It is unknown which firing this happened on. It is unknown how the case was completed. No patient consequences were reported at this time.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.